Event description:
Boston scientific received information that the patient had developed bacterimia g and cocci at the incision site. The patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. The device was explanted.

Event description:
Boston scientific received information that this patient was readmitted back into the hospital one week following the implant of this device and lead. The patient was admitted for pocket site bleeding and possible infection of unknown origin.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The available information suggests that this device and lead system remains in-service at this time.